Manufacturer narrative:
(B)(4).

Event description:
Procedure: wedge resection. According to the reporter: prior to the first fire, the device did not work at all at the first squeezing as the first firing was incomplete as the handle was stuck while squeezing. The staple line had to re-sected and re-stapled resulting in tissue loss. There was no blood loss of 500ccs or more and operating time was not extended by more than 30 minutes. The last patient status is good.

Manufacturer narrative:
(B)(4).